Event description:
Initial stryker pi drive handpiece was overheating during use and reached temperature too hot for surgeon to hold. Replacement tray was requested, and all parts were exchanged. Second pi drive made noise, but did not rotate properly. Third stryker pi tray was brought into the room and worked properly. Neuro resource nurse was notified. Faulty pi drives were labeled and set aside.